Manufacturer narrative:
Complaint of functional failure was confirmed. Unit failed during hi-power functional testing with "rf disabled" error. Root cause of error is a defective rf board pn: 1180215 with date code/serial number: (B)(4). Unit passed functional testing with a test rf board installed. The rf board generates and handles very large voltages and high electrical currents. It is not unusual for them to break down after years of use. Since the board in this unit is 5 years old, the corrective action is to simply replace the defective board with a new one. (B)(4).

Event description:
It was reported that during a shoulder arthroscopy using svce repl, vulcan generator, ce mark functional failure was noticed. There was a delay of 1 to 2 minutes. There was no back up device available. The procedure was completed using a competitor's device as back up. This incident did not result in any patient injury or complications.